Event description:
It was reported that the patient presented to clinic for a routine follow-up complaining of dizziness. The right ventricular lead exhibited noise. The lead polarity was changed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.